Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07aug2019. The manufacturer's field service engineer (fse) provided remote troubleshooting and recommended the customer replace the flow sensor. Multiple follow up attempts have been made with no response from the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported the unit failed test 4 during maintenance and read 8 when set to zero. There was no patient impact.